Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was able to fire, however, there was an incomplete staple line distally. The same event occurred twice. Another reload was used to fix the staple line and the case was completed. There was no patient injury.